Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 29-year-old female patient who had essure (batch no. 678820), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiparous. Concurrent conditions included: abdominal pain, bloating, diarrhea, chronic cervicitis and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), post procedural complication ("post removal complication") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (partial hysterectomy, hysterectomy uterus + cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and genital haemorrhage had resolved. And the psychological trauma and post procedural complication outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia,bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, result: two views from an hysterosalpingogram are submitted. Images demonstrate opacification of the endometrial cavity. No evidence for filling defect or mass-effect. There is no opacification of the fallopian tubes and no spillage of contrast into the pelvis. Linear metallic densities in both adnexa likely relate to prior tubal ligation. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Lot number#: 678820, manufacture date: 2009-10, expiration date: 2012-10. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), post procedural complication ("post removal complication") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (partial hysterectomy,hysterectomy - uterus + cervix). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia,bleeding. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. New event: abnormal bleeding was added.new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 678820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included abdominal pain, bloating, diarrhea, chronic cervicitis and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), post procedural complication ("post removal complication") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (partial hysterectomy,hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: two views from an hysterosalpingogram are submitted. Images demonstrate opacification of the endometrial cavity. No evidence for filling defect or mass-effect. There is no opacification of the fallopian tubes and no spillage of contrast into the pelvis. Linear metallic densities in both adnexa likely relate to prior tubal ligation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, race information, medical history, lab data, lot number and auto narrative supplement were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (partial hysterectomy,hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: pelvic pain, dysmenorrhea, menorrhagia, psych injury, post removal complication. Event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ('she had the exact problems I had') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.